Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after changing the ilet cartridge, connector, and infusion set, the user observed insulin leakage from the bottom of the cartridge and experienced sustained hyperglycemia per cgm, which resolved after replacing all supplies later the same day. Symptoms included hyperglycemia without reported ketone testing, medical intervention, or acute complications. Outcomes included transient loss of glycemic control with return to range thereafter. Investigation included internal case review and assessment of user-reported lot numbers for the cartridge, connector, and infusion set, as well as review of device alerts, with none reported. Investigation of this case revealed user-reported cartridge leakage consistent with a cartridge and/or connection integrity issue leading to reduced insulin delivery, with no evidence of device alarms or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was use-related or connection-related leakage resulting in underdelivery.